Event description:
Patient reported excessive knee pain in the knee which was replaced. Due to the complaints, a lateral release and placement of patella component was done.

Event description:
Patient reported excessive knee pain in the knee which was replaced. Due to the complaints a lateral release and placement of patella component was done.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 7115-0007, series 7000 standard tibia, lot code: mjpyrw; cat. No.: 82-6-0708, scorpio nrg x3 cr tibial insert #7 8mm, lot code: mjpea5. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Implant date updated. An event regarding unresurfaced patella pain involving a scorpio femoral component was reported. The event was confirmed. Clinician review of the provided records concluded "this case of a symptomatic patella, which was not resurfaced, was appropriately resolved by a patellar resurfacing prosthesis eighteen months after the primary knee arthroplasty. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no product specific failure mode was identified. Clinician review of the provided documents indicated the source of the pain to be a symptomatic patella which had not been resurfaced at the primary surgery. No device specific failure modes were identified during the investigation.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review of the provided records concluded "this case of a symptomatic patella, which was not resurfaced, was appropriately resolved by a patellar resurfacing prosthesis eighteen months after the primary knee arthroplasty. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." No device specific failure modes were identified during the investigation. The reported event regarding unresurfaced patella pain involving a scorpio femoral component was confirmed.

Event description:
Patient reported excessive knee pain in the knee which was replaced. Due to the complaints a lateral release and placement of patella component was done.